Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the jaws and the heater wire. The heater wire was observed to be slightly flexed away from the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be intact on both the cold and hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the return condition of the device, the reported failure ¿device remains activated" was not confirmed, but was confirmed for the analyzed failure ¿material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro energy source remained activated, even after the activation toggle switch was in the off position. The hospital immediately stopped using the device. A replacement device was used to complete the procedure. The patient did not get burned. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the jaws and the heater wire. The heater wire was observed to be slightly flexed away from the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be intact on both the cold and hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the return condition of the device, the reported failure ¿device remains activated" was not confirmed, but was confirmed for the analyzed failure ¿material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro energy source remained activated, even after the activation toggle switch was in the off position. The hospital immediately stopped using the device. A replacement device was used to complete the procedure. The patient did not get burned. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro energy source remained activated, even after the activation toggle switch was in the off position. The hospital immediately stopped using the device. A replacement device was used to complete the procedure. The patient did not get burned. The hospital did not report any patient effects.